Event description:
Ous MDR - it was reported to us that during the implantation procedure, the physician suspected a malfunction of the device. Therefore, this device was not implanted. No adverse pt side effects have been reported. This is all of the info that was provided to us. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.